Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused a heart aneuysm, prostate disease, coronary calcification and difficulty breathing. The patient has alleged to the device not providing enough air and will not power on. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a bipap device's sound abatement foam. The manufacturer received information about an alleged heart aneuysm, prostate disease, coronary calcification and difficulty breathing. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer using a known good power supply and power cord and observed the following from an investigation. A dust-like contaminant on the blower, some dust-like particles on the bottom enclosure, and dark colored marks on the top enclosure. The manufacturer used a fitt (foam integrity test tool) was not able to confirm the presence of degraded sound abatement foam. Evidence of sound abatement foam degradation/breakdown was not observed. The device's downloaded event log was reviewed by the manufacturer and found one error. The manufacturer unable to directly address the symptoms outlined in the complaint and they can confirm the presence of contamination in the airpath. Section b1 was corrected for product problem. (Both the product problem and adverse event was checked in the previous MDR.) Section b2 was corrected to blank . (Previously, it was other serious or important medical events.) Section h1 was changed from serious injury to malfunction. Section h6 health effects: impact code was updated.